Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During further discussion with the customer, they reported that a patient's testosterone (tes) result was 17 ng/dl but when repeated was around 300 ng/dl. The customer further stated that when they repeated the sample again, the result was within 10% of the 300 ng/dl range. The customer was concerned about discrepancy of the results. They were spinning samples at 2010 for 3 minutes. Fse determined that the issue seemed to be related to precision rather than accuracy and noted that the quality control (qc) data appeared to be mostly on the upper side of the means for both the free t3 (ft3) and the tes. Fse discovered that the customer's ranges are calculated using data from several locations and not the individual instrument at one location. The customer was informed that this practice was incorrect and the qc ranges have to be established on each instrument. Fse then performed a full decontamination of the fluid system and the wash/diluent and substrate bottles. Fse made up fresh wash, diluent, and substrate and ran biorad qc for both ft3 and tes with acceptable results. Fse ran mac qc on both ft3 and tes with acceptable results. The issue could not be duplicated. The precision results were within acceptable range. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review was performed for similar complaints on serial number (B)(4) from 22-apr-2017 through aware date 22-may-2018. There were two similar complaints, including this complaint, found during the searched period. The ft3 aia-pack analyte application manual (aam) states the following: calculation of results: the aia systems perform all sample and reagent handling operations automatically. The aia systems read the rate of fluorescence produced by the reaction and automatically convert the rate to free triiodothyronine concentration in pg/ml. Evaluation of results: quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ft3, the highest concentration of free triiodothyronine measurable is approximately 25.0 pg/ml, and the lowest measurable concentration is 0.5 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 25.0 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 25 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Heparin may cause in vivo effects in free t3 assays. Blood collection for free t3 assays should not be performed concurrent with administration of heparin therapy. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. Specimens from patients under treatment with diclofenac sodium and mefenamic acid may demonstrate falsely elevated results. Patients with anti-t3 antibody may also show falsely elevated results. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported issue could not be determined. The issue resolved after decontamination of the instrument.

Event description:
A customer reported that they had been unable to get the triiodothyronine (t3) quality control results in range despite multiple calibrations on the aia-360 instrument. The customer further reported that the testosterone (tes) results had been running at the top of the acceptable range. The customer performed decontamination but did not see any improvements. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.